Event description:
The device was returned for evaluation.

Manufacturer narrative:
Device evaluation summary - device evaluation has begun but has not yet been completed. Additional information will be reported when received. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation summary: as received, two strands of black fibrous material was found on the inflow aspect of leaflet 3. Tiny unknown particulates were also observed on the inflow aspect of all leaflets. The fibers and particulates were not able to be rinsed off during rinse procedure per IFU. As received, the valve was attached to the holder. No suture holes were detected in the sewing ring. The reported fibers were confirmed through device evaluation. Based on the evaluation done by engineering, the source of the black fibrous material could not be conclusively determined; however, the valve was likely contaminated during rinsing of the valve. Per the instructions for use (IFU), the bioprosthesis is to be inspected and the ID tag is to be removed just prior to implantation. The ID tag was removed suggesting there were no particulates observed after rinsing and inspection. It is possible the particulates observed on the valve came from the operating room as it was not noticed until after ID tag removal. It is highly unlikely a valve with the observed particulates would pass inspection during manufacturing as the valves are inspected under magnification and the multiple dark colored particulates would be apparent. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified of a pericardial valve that was not used because surgeon found a hair-like particulate on the valve leaflets. The device was returned for evaluation.